Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock on 17-jan-2006. Based on the device identification the complaint databases were reviewed from 2004 to present for similar reported events regarding fractured insert posts. There have been no other events for the lot referenced. The event was confirmed by return of the subject device. Material analysis indicated the post fractured in fatigue. The investigation determined the likely root cause of the event to be fatigue failure of the post due to repeated contact with the femoral component during normal use of the device. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that surgeon determined upon examination that knee was unstable. Decided to revise knee. Revision took place on (B)(6) 2014. Upon examining the insert 72-25-0912 during surgery, it was determined the post was broken. Surgeon decided to exchange the insert with a 72-25-0912 lot code #mla9l2.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon determined upon examination that knee was unstable. Decided to revise knee. Revision took place on (B)(6) 2014. Upon examining the insert 72-25-0912 during surgery, it was determined the post was broken. Surgeon decided to exchange the insert with a 72-25-0912, lot code #mla9l2.